Event description:
Procedure was a planned three-piece zenith endovascular graft. Main body graft was advanced via the left femoral artery. Distal aortic neck measured 18.2mm by ivas calculations. Present plaque in the aorta had not been fully appreciated during imaging and appeared to inhibit the contralateral limb from opening and expanding for cannulation. Due to the complication, the physician decided to convert to an aortouni-iliac configuration and perform a fem-fem bypass procedure. After placement of the ipsilateral leg graft, the converter was advanced into position within the main body graft. Upon deployment, the converter did not appear to open completely. Graft component was ballooned in an attempt to further expand the proximal portion of the converter. A main body extension was then deployed between the proximal portion of the converter and the main body graft. In concluding the procedure, an occluder was deployed in the right iliac artery, followed by the performance of a completion angiogram visualizing a secure seal of the aneurysm. Access entry site was closed and fem-fem bypass procedure was performed.